Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in spain underwent a procedure for the placement of a percutaneous endoscopic gastrostomy(peg) tube. On (B)(6) 2024, it was reported the patient had peritonitis due to the translocated peg tube that was complicated with pneumonia and patient passed away 2 years ago. It is unknown if an autopsy was performed. Despite multiple queries, there is no clear evidence linking the device to the reported event, and no additional information regarding device-related allegations, malfunctions, complications, diagnostic testing, or treatment is available. Therefore, out of abundance of caution, abbvie is conservatively reporting the event without attributing causality to the device.